Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device was making a chattering noise and had low power was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had an unintended/unexpected disengagement. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported that during an unspecified veterinary surgical procedure it was observed that the oscillating saw attachment device was making a chattering noise and had low power. During in-house engineering evaluation it was determined that the device had unintended/unexpected disengagement. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.